Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient had lost a lot of weight. As a result, the patient's ipg needed to be replaced. Surgical intervention took place in which the ipg was explanted and replaced and the ipg was buried in the same pocket but a little higher up. Therapy was restored post-op.